Event description:
It was reported that during an implant procedure, the left ventricular (lv) lead was found to have an insulation breach upon being flushed. The lv lead was not used and another lv lead was successfully implanted to complete the procedure. The patient was stable throughout.

Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.